Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited the site and replaced the flexvision pc and a hard disk. The system then returned to expected operation. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was defective causing the system boot up issue. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.